Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field complaint of high impedance was not confirmed in the lab. The lead exhibited normal electrical characteristics. No anomaly was found.

Event description:
It was reported that the lead exhibited high impedance. The lead was explanted.